Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provided new or significant information, a follow-up report will be submitted. It is not known if pre-inflation testing of the cuff was performed. Note: the manufacturer's dfu states under warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.

Event description:
The caller reported that she suspects the cuff may be leaking. They inserted over 30cc of air into a cuff and could not get a good seal. She states that this is far more than they normally use. The doctors assumed that the cuff was probably leaking and they extubated and re intubated the patient with a like tube. The caller states that she examined the tube. She states that it took over 30cc to fully inflate the cuff and that it did stay inflated, and did not appear to leak. She did say that it may only leak when the tracheal wall is pushing back against the cuff.